Event description:
It was reported that a user experienced fluctuating blood glucose with prolonged hyperglycemia after announcing meals when already high and intermittently stopping pump use to administer multiple daily injections, leading to the perception that the system had not fully adapted; additional user education and training were scheduled. Symptoms included dry mouth, thirst, and sluggishness. Outcomes included self-management with oral glucose for lows and self-administered back-up therapy for highs without medical intervention or hospitalization. Investigation included troubleshooting, review of usage patterns, and arranging additional training. Investigation of this case revealed use-related factors, including delayed meal announcements and switching to injections during highs, which are consistent with suboptimal glycemic outcomes when system recommendations are not followed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and adherence to use conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.